Event description:
The customer reported no audio from the mx40. There was no report of patient impact.

Manufacturer narrative:
Pr# (B)(4). The device was returned to phillips where the reported issue was confirmed. The device was repaired at the phillips repair bench to full working condition. This was a malfunction of the mx40 speaker.